Event description:
A thyroidectomy procedure was undertaken with the nims 3 responder unit in place. The nims alarm did not fire to alert the surgeon when advancing close to the laryngeal nerve. The nerve was severed and discovered at a later time during the procedure. The nerve was repaired when this finding was discovered.